Manufacturer narrative:
The customer report that the medication did not infuse was confirmed by functional testing when the dfu were not followed during priming. Visual inspection showed no anomalies. The root cause of the customer's report was a failure to follow instructions.

Event description:
It was reported that tubing was hung on night shift for IV tylenol. The medication did not infuse, but it was discovered that the vent on the tubing had not been opened. The vent was opened and the medication still did not infuse. There was no patient harm.

Event description:
It was reported that tubing was hung on night shift for IV tylenol. The medication did not infuse, but it was discovered that the vent on the tubing had not been opened. The vent was opened and the medication still did not infuse. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that tubing was hung on night shift for IV tylenol. The medication did not infuse, but it was discovered that the vent on the tubing had not been opened. The vent was opened and the medication still did not infuse. There was no patient harm.